Event description:
It was reported that medfusion 4000 device not displaying battery charge percentage. Multiple primary audible alarms. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking and chipping on the top case, cracked right and left plunger cases and visible contamination by the "l" bracket pole clamp. Review of the event history log showed occurrences of a "low battery/depleted battery" alarm and a "primary audible alarm bgnd test" alarm. Functional testing involved powering up the pump and installing a new battery and monitoring battery status for the reported battery issue; and infusion/occlusion testing for the "primary audible alarm bgnd test" alarm issue. The investigation found that the battery issue was duplicated at power up, but the "primary audible alarm bgnd test" was not duplicated. The investigation determined that the interconnect board not charging the battery pack was the cause of the reported battery issue. Based on evidence and investigation, the complaint allegation was confirmed. The interconnect board was replaced and the speaker was replaced as a preventive measure.